Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, the suture was found cut when the plunger was removed. The method of achieving hemostasis is not specified. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent to the initial medwatch report, additional information received indicated that the access site was calcified, but the severity was not known. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported the device was used in a calcified femoral artery. The instructions for use, states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Evaluation summary: the device was returned for analysis. The reported suture being cut during the plunger retraction could not be confirmed. Inspection of the returned device revealed that the posterior cuff miss occurred during needle deployment as evidenced by the undisturbed posterior cuff tabs. The posterior cuff miss would result in a failure to retrieve the suture and could appear very similar to the reported suture being cut or broken during the plunger retraction. Based on visual and functional inspection of the device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.